Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from texture to smooth implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No penetrating nick (stress marks) observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and exchange from texture to smooth implant. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare additionally reported seroma and capsular contracture baker grade unknown.